Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. The device was discarded post procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (lvot calcification, moderate annular, moderate native leaflet) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the tavr procedure, following the insertion of the esheath, balloon aortic valvuloplasty (bav) was performed without issue. A 26mm sapien 3 valve was then positioned. During valve deployment, upon full expansion, the commander delivery system balloon ruptured. The valve was positioned 80:20 aortic/ventricular (a/v), with no paravalvular leak (pvl) observed. No further actions were required. The delivery system was removed and the procedure was completed. The patient was transferred in stable condition with no injury to the patient reported. The native annular valve area measured 469mm2 by CT. Moderate annular calcification and moderate native leaflet calcification were reported. Calcification was also reported in the lvot. It was perceived that the calcification in the lvot contributed to this event.